Event description:
Implant failed due to part does not fit.

Event description:
Implant failed due to lack of primary stability.

Manufacturer narrative:
Implat failed due to lack of primary stability.